Event description:
It is reported that the device was implanted in 2008, and revised in 2009. The revision was done due to tibial loosening. Primary post-op course was routine until pt showed up with a loose tibia. Please note that when tibia was revised, there was no visible cement on the back of the tibia. Surgeon has not changed his cementing technique. The tibia was neither implanted in varus or valgus.

Manufacturer narrative:
Eval summary: the device was in vivo for approx 1 year and 5 months. Eds analysis was performed on the underside of the returned implant to determine the presence of any foreign material that may have prevented the cement from fixating to the implant. A random set of sample locations was taken on the baseplate on the superior surface and along the stem. Results showed a surface typical of a grit blasted surface (as per the work instruction). Oxygen and carbon peaks were also present indicating residual bone cement, likely from the cement used on the implant during surgery. There was no visual evidence of bone cement on the part (only observed by sem analysis). The detected amounts of bone cement do not indicate adequate fixation of the cement to the implant. There was no unexpected material found on the underside of the implant that would prevent fixating of the cement to the implant. The surgeon claims that the implant was properly aligned when implanted and the cement technique has not changed from previous surgeries. Based on the available info, a definitive root cause cannot be ascertained at this time. Device history records indicate all components were mfg and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.